Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o ring, cracked battery tube threads, minor scratched lcd window, cracked case at the reservoir tube window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was dropped too many times causing reservoir compartment to be broken. Customer's blood glucose was 128 mg/dl. Customer also reported that insulin pump was exposed to x-ray, but pump was working fine. Customer reported that while waiting for insulin pump to be replaced, insulin pump was taped to body in order for it to continue working..